Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was stuck in the coronary sinus branch during an implant procedure. The physician rotated the lead counter clockwise which was unsuccessful. Additional troubleshooting steps were attempted but to no avail. The physician opted to cap the lv pin and abandon the lead. No patient complications have been reported as a result of this event.